Event description:
As reported by (B)(4): "primary tubing which was infusion chemotherapy was leaking. The infusion was stopped and the patient disconnected. No harm to the patient. The tubing was discarded."

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Review of the discrepancy management system database performed for the reported lot number revealed a discrepancy report issued in which one part was found with leakage between the bonded joint of the backcheck valve and caresite valve during in-process testing. A total of (B)(4) units were segregated and re-tested at the time of manufacture. The root cause was attributed to an incorrect assembly method in which insufficient solvent was applied and the backcheck valve was not properly rotated and inserted into the caresite valve. Subsequently, corrective actions have been taken to ensure the root cause has been addressed. The complaint event did not specify where the reported set leaked and there is no other information available to suggest that the aforementioned discrepancy contributed to the reported event or that they are related. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filled.